Manufacturer narrative:
A sample was not received by the investigation site for evaluation. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause cannot be identified conclusively because no picture or sample has been received. Investigation has been completed based on current information. Should sample returned, this file will be re-opened and failure analysis will be performed. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic forceps cannot be completely closed during a vitrectomy procedure. The surgery was completed successfully. There was no report of any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).